Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
During a crt-d procedure, sentus promri otw qp l-85/49 was placed in the lv. When physician tried to remove the streamer guide wire (in order to introduce the stylet to proceed with the selectra peel away), the guide wire stuck in the proximal area of the lead, almost reaching the connector pin. When physician tried to pull out the streamer, it broke in two pieces, remaining the tip of the wire inside the lead lumen. He was forced to remove that lead from the body and implant a new one again.

Event description:
During a crt-d procedure, sentus promri otw qp l-85/49 was placed in the lv. When physician tried to remove the streamer guide wire (in order to introduce the stylet to proceed with the selectra peel away), the guide wire stuck in the proximal area of the lead, almost reaching the connector pin. When physician tried to pull out the streamer, it broke in two pieces, remaining the tip of the wire inside the lead lumen. He was forced to remove that lead from the body and implant a new one again.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.